Event description:
It was reported that during a generation change it was noted that this right ventricular (rv) lead exhibited shock lead impedance (sli) measurements that were approximately 40 ohms when connected to the prior can but when connected with the proximal coil sli measurements were greater than 200 ohms. Impedance measurements on the old can were normal and the proximal coil connection was good. The health care professional (hcp) did not want to reconnect to the old can so they tried to program the rv to the new can and perform defibrillation threshold (dft) testing. The patient had appropriate therapy on the old can, ultimately the hcp planned to re-perform dft. No adverse patient effects were reported. This lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).